Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Patient had a thr on (B)(6) 2007 by dr. (B)(6) and was having pain and problems post surgery. Patient had a revision on (B)(6) 2014 by dr. (B)(6) and currently has no issues.

Manufacturer narrative:
An event regarding allergy/reaction involving a metal femoral head was reported. An allergy/reaction was not confirmed. Corrosion was confirmed. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar)."the taper of the v40 head shows discoloration and debris . The mar concluded: "the head was consistent with astm f1537. The debris was consistent with a corrosion product from the v-40 head. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: a medical review was performed and concluded: "an exact cause of the patient¿s pain can thus not be established due to lack of adequate radiological information with actual x-rays. We can still be sure that no device-related matters are not evident from the available information as also supported by the mar findings. There are clearly subtle indications for presence of other overload contributing factors, quite likely of procedure-related origin although proper x rays would be required to further solve this aspect. This pi case is not device-related." "Multiple metal related allergy was blamed as potential cause for the patient¿s pain symptoms but supporting evidence for such a problem is absent. It is much more likely that other patient-related and/or procedure-related matters have contributed to the problem, the details of which cannot be further solved due to lack of adequate x-ray information. The mild corrosion effects reported during revision and in the mar quite likely have no relationship with the patient¿s complaints." Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. This device is not under the scope of a recall. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the revision could not be determined through the clinical review. As indicated in the clinical review additional information including x-rays are needed to fully investigate the event and determined a root cause. If further information becomes available, this investigation will be re-opened.

Event description:
Patient had a thr on (B)(6) 2007 by dr. (B)(6). ((B)(6) hospital, (B)(6)) and was having pain an problems post surgery. Patient had a revision on (B)(6) 2014 by dr. (B)(6). ((B)(6)) and currently has no issues. Additional information as per op report: patient had a right tha revision on (B)(6) 2014 due to metal allergy-cobalt chrome, nickle and molybdenum.